Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the device was partially deployed with the thumb advancer still at the proximal position. The garage leaves were bent and twisted from striking and carving the flex-guide completely during the initial thumb advancement. The exchange sheath was also torn and ripped by the damaged garage leaves. These findings confirm the reported experience of failure to deploy the thumb advancer. During the internal examination, the catch, trigger pin and pusher block were intact evidencing the clip had not been deployed. The proximal location of the carving indicates that the damage to the flex guide occurred during thumb advancer initial deployment. The most probable root cause for this type of damage is due to the flex-guide, tube set and tissue tract not being correctly aligned during thumb advancement as specified in the instructions for use (IFU). This misalignment caused the support tube to strike the flex-guide and stopping, leaving the garage leaves unsupported striking and carving into the flex-guide during thumb advancement. Subsequently preventing completion of the thumb advancer stroke and sheath slitting. No device failure was detected and the device functioned according to specifications. A review of the finished product lot history record (lhr) produced no findings relevant to his event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the thumb advancer couldn't be advanced completely. The vessel locator wings were used to release the device from the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.